Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on 06/28/2016 to report an adverse event that occurred on (B)(6) 2016. Patient stated that they fell and obtained some cuts and bruises. The patient recovered on their own and no medical intervention was required. The patient did not know what their exact blood glucose values were at the time, but stated that they were very low. The patient was not wearing the dexcom sensor at the time of the event, as there has been a mix up with their order. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.